Event description:
Hm recordings show noise on the atrial channel. Rv pacing impedance also trending upwards. Advised to evaluate further. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This rv lead was explanted due to high thresholds. Patient was upgraded to an hf-t system. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.